Manufacturer narrative:
Patient medications: amlodipine, lisinopril, and prednisone.

Event description:
On (B)(6) 2018, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. Reportedly the patient had friable anatomy. It was reported there was a shelf of calcium in the artery where the contralateral gate was going to open. The physician attempted to land and open the contralateral gate on the short side of the shelf of calcium. When the device was deployed, the contralateral gate was pinched. The physician made several attempts to fully open the contralateral gate, but could not get the gate to fully open, due to the shelf of calcium. The physician decided to perform an unplanned aui and a fem-to-fem bypass. The patient tolerated the procedure.